Event description:
The customer reported to customer service that her freestyle breast pump had low suction which possibly caused her to have mastitis, which was treated with antibiotics by her doctor.

Manufacturer narrative:
The customer was sent a replacement pump. The customer reported she was being treated for mastitis. On (B)(6) 2015 a medela clinician spoke with meghan who reports that her mastitis has been resolved. She has an (B)(6) baby who no longer breast feeds, so she is dependent on her pump to help her reach her goal of providing breast milk for a full year. She stated she has received the replacement pump sent by customer service and it is "working quite well" to meet her needs. This issue is resolved and further clinical follow-up is not indicated. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wmabach ,4th ed.p.294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
The product was evaluated by quality engineering on (B)(4) 2015. The unit passed all functional tests. No problem was found with the unit. Note: the customer originally reported a (B)(4) serial number to customer service; when medela received the unit back, the serial number was different, and indicated the pump was from 2011, indicating it was no longer under warranty.